Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: cartridge reuse per tandem user guide: use only single-use, disposable t:slim cartridges. The efficacy of your t:slim pump cannot be guaranteed if cartridges other than those manufactured by tandem diabetes care, inc. Are used or if cartridges are filled more than once. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 230 units of insulin during the load sequence. Reportedly, customer refilled and/or reused the cartridge. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. Customer¿s blood glucose level was 183 mg/dl.